Event description:
Reference number: 2017865-2022-10390. Reference number: 2017865-2022-10391. It was reported that the patient presented in-clinic for the follow up. Noise reversion was noted during the interrogation and physician performed pocket manipulation and the noise was reproducible on the right atrial (ra) lead , right ventricular (rv) lead and left ventricular (lv) lead. No intervention was performed. The patient was stable.